Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated after the evaluation is complete.

Event description:
Pump shows that it is infusing but it has actually not. Pt ok. No drug actually administered. Front of pump appears to be running and has volume and rate showing to be delivered but it is actually not delivering. Rate = 30. Volume = 641.4 to be delivered. Twenty-one hours 20 minutes left on infusion. Total infused = 41.32ml. All solution remained in the bag.